Event description:
The surgeon implanted a silicone lens model aa4204vf and was removed since the capsule was too weak to hold the lens. It was indicated that a replacement lens was used. The facility stated there was no patient injury or product related issue. The model and lot numbers of the cartridge and injector are unknown.